Manufacturer narrative:
Continuation of concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain. It was also reported that the patient was having 'trouble' with their implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.